Event description:
The patient had mitral valve prosthesis, aortic valve replacement and tricuspid valve repair surgery in 2005. He had progressive weakness, failure to thrive, diarrhea, and progressive weight loss and depression. He was noted to have dehiscence of the mitral valve prosthesis four mos later and not considered a candidate for surgery. In the following mo the patient was admitted for above complaints and persistant tachycardia. He was treated empirically with vancomycin. Blood cultures were positive for coag negative staphylococcus. The patient and family were offered transfer to another city for cardiothoracic surgical intervention and opted for comfort care measures. The patient expired related to bulky valve prosthetic valve endocardits, staphylococcus bacteremia, and congestive heart failure. The source of the infection could not be found. There is not evidence that the valve implant was contaminated. The infecting organism is very slow growing and a common skin organism.